Event description:
This report summarizes one malfunction event. A review of the event indicated that model dl950f denali filter system experienced both migration of device and difficult to remove. This information was received from one source. Of this event, the device was used on the patient but there was no reported injury. The female patient¿s age and weight were not provided.

Manufacturer narrative:
H10: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration of device and difficult to remove, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration of device and difficult to remove, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model dl950f denali filter system experienced both migration of device and difficult to remove. Of this event, the device was used on the patient but there was no reported injury. The female patient¿s age and weight were not provided. The dl950f denali filter system was not returned, limiting investigation. Also, the lot number was not provided, preventing a device history record review. The complaint is still pending investigation.